Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist instructed the customer to run a precision test on both the plasma and serum samples. The plasma sample showed precision within specifications, but the serum test did not. The tsc specialist then advised the customer to perform maintenance including tightening the probes, cleaning the sample drain, trimming the sample tubing, and performing system checks, which the customer did. The cause of the discordant, falsely elevated glucose result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated glucose results were obtained on one patient plasma sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result because it did not match the result obtained from a fingerstick performed on the floor. The laboratory then ran a serum sample from the patient drawn at the same time, which resulted similar to the fingerstick result. The plasma sample was then rerun and still resulted high. A corrected report with the lower result was provided to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose results.